Event description:
Revision surgery revealed, the superior screw broke due to micro motion of the acetabular shell. The tip of the screw was unretrievable at the time of revision and remains implanted. The acetabular shell and liner were also removed at this time.

Manufacturer narrative:
Summary of evaluation: evaluation of the device could not be performed, as the device was not returned for evaluation. Attempts to obtain the device were unsuccessful.